Manufacturer narrative:
Section d4: correction.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate ii lvas, serial number (B)(4), could not conclusively be established through this evaluation. Additionally, although power and flow elevations were confirmed through the analysis of the submitted log files, a specific cause could not be determined. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). No product is available for investigation. No further complaints have been reported at this time. The heartmate ii lvas IFU lists bleeding and local infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU provides details regarding the recommended anticoagulation therapy and inr range. This IFU, as well as the current hmii lvas patient handbook, also provide information regarding how to prevent infection. The heartmate ii lvas IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 with pneumonia and shortness of breath. Vad interrogation showed higher flows but not with higher powers. Noted on admission and throughout stay elevated flows 10+ lpm and powers 7+ w. The patient received one unit of packed red blood cells on (B)(6) 2019 due to low hemoglobin in the setting of supratherapeutic inr. No further information was provided.